Event description:
It was reported that a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer generated a leak during patient use. It was stated in the report that, "trifuse extension set leaking at 0.2 micron filter on green ring lumen. Extension set replaced with new set". The frequency of the problem was recurring. The device is available for investigation. There was patient involvement and no apparent harm- reached patient/person, inconvenient.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used list # mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer, as received the outlet filter vent of the filter was observed to be wetted out. No additional damage or anomalies were observed. The secondary port clave was activated twice using an ICU provided syringe. No stick downs were observed. The set was then leak tested per specifications. There was leakage observed from the outlet filter. The complaint of leakage can be confirmed on the inline filter however not at the secondary port clave. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review ould not be conducted because no lot number(s) was/were identified.